Manufacturer narrative:
Device received with no button response on esc, act, up arrow and down arrow button due to flattened (no creased) dome switch. J2 connector was inspected and locked on lcd board noted. Unable to perform displacement test and self test due to keypads not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were difficult to press. The customer stated that they had to press a single button several times to work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.